Manufacturer narrative:
Exemption number e2019001. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report increased mr, tissue damage and gripper actuation issue. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 3. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. Three grasping attempts were made with no issue. After the third grasp attempt, mr increased due to tissue damage of the frail leaflet. At the fourth grasp, the grippers did not go down. The physician pulled and advanced the lever several times, but the grippers did not move. The physician decided to close the clip because the leaflets were well grasped. The grasp was good; therefore, the physician decided to deploy the clip. Mr was reduced to <1. The clip was stable. The gripper line was not broken and was removed in one piece. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definite cause for the reported gripper actuation issue cannot be determined. The reported patient effect of tissue damage appears to be a result of procedural conditions as it was reported that the mitral valve leaflets were frail and the grasping attempts caused the tissue damage. The patient effect of worsening mitral regurgitation (mr) was due to the tissue damage of the frail leaflets. Additionally, the reported patient effects of worsening mitral regurgitation (mr), and tissue damage (mitral valve injury) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.